Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they just left the doctor's office to have an MRI done of their lower back, but the facility said they weren't able to perform the MRI and told patient to call to see if it was an error in the programming or if the programming was correct in the remote. Patient clarified the MRI mode showed head-only eligibility. Agent reviewed head only MRI eligibility based on lead/wire model number. Patient then said they had the MRI on their knees in november and december when they went back to the MRI facility to have the MRI done on their back, they were told they were never supposed to do the MRI on patient's knees. Patient confirmed stimulator had been working fine since then, agent redirected to doctor to check out implant if they wanted. Patient said they were still having back pains and said the pain was still there constantly since implant and the pain would shift from side to side, and stimulation would work off and on. Patient said this was the pain the implant was supposed to help with and mentioned they would probably need some adjustments. Patient asked about other scanning options. Agent reviewed labeling for CT and x-rays and recommended hcp call with any questions they might have. The patient was redirected to their healthcare provider to further address the issue.